Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited a gap in the adhesive area between z-block and the device distal end. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the gap in adhesive area between z-block and distal end was likely the result of component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.